Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that these bardam coude catheter eyelets were never the same and the patient had gone through 2 or 3 to get that work properly. Patient also stated that the mark on the funnel for the coude tip never lines up.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "machine error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that these bardam coude catheter eyelets were never the same and the patient had gone through 2 or 3 to get that work properly. Patient also stated that the mark on the funnel for the coude tip never lines up.